Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted,

Event description:
It was reported that the injection port of twenty-three (23) intravia containers were broken. The issue was further described as rubber coming out when the needle is withdrawn from the bag following filling of the container with medication. This event was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Clarification was received that the injection port of two (2) (B)(4) containers was broken. Two (2) samples were received for evaluation. Visual inspection revealed that the injection sites were rough and dried out. The injection site was noticed to have come loose from the bags. The reported condition was verified for both returned samples. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.